Event description:
It was reported that the customer had a low reservoir alert on the insulin pump. Customer stated that he took off the pump when he took a shower and ended up forgetting to put the pump back on. Customer noticed that the pump was giving a low reservoir alert but none of the buttons were working. Customer stated that the time did change, so he knew it was a keypad issue. Customer removed the battery and placed it back in the pump. Customer received a failed battery test. Customer could not clear the alarm. Customer could only use the up and down arrow buttons. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector noted during the visual inspection. No damage was noted to the keypad traces. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.